Event description:
Additional information was received that during the revision procedure, it was found that the ra lead had dislodged into the device pocket, as a result of the patient suffering from twiddler's syndrome. It was noted that the other leads remained in accurate position. The ra lead was removed and tissue noted to be on the helix, therefore, the physician requested a new lead to be implanted. No adverse patient effects were reported during the procedure.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Initial analysis confirmed a setscrew mark on the terminal pin, however, no sign of a setscrew mark on the terminal ring. Tissue was noted in the helix. Electrical testing confirmed the lead to be electrically continuous.

Event description:
Boston scientific received information that during a routine device interrogation, right atrial (ra) lead impedance measurements were greater than 2,000 ohms. P-waves were noted to be small and were farfield oversensing the ventricular pace and ventricular sense event. The physician planned to revise the lead and programmed off the atrial features, however, did not program off atrial discriminators for rhythm ID. To date, no adverse patient effects were reported as a result of this clinical observation.